Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) was noted. The oversensing was noted as noise on the right ventricular (rv) lead. No further intervention was performed. The patient was stable and will continue to be monitored.